Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod longer than 48 hours. The patient has experienced vomiting. The patient also mentioned that they had acute dvt, acute and chronic anemia, gastroparesis, hypertension, hypomagnesemia, polyneuropathy due to type I diabetes and scoliosis deformity of the spine. The patient also reported that the pdm (personal diabetes manager) would not connect with the pod. The patient was treated with a continuous insulin drip, pain medicine, two blood transfusion, and a heparin drip. The patient was prescribed with eloquis (4 days take 10 mg 2x day, then after drop to 5 mg 2xday), lipitor (40 mg 2 tablets at bed), iron (324 mg 1 x day), diflucan (100 mg 1 1/2 tablets on sept 11 just once), lisinopril (5 mg 1 x day), omeprazole (20 mg 2 caps 1xday) and sulfamethoxazole ((bactrim) 800 mg/160 mg 1x day for four days). The patient was released 13 days later. The pod was worn when seeking medical attention.